Manufacturer narrative:
This report is submitted on 4 february 2021.

Event description:
Per the clinic, the patient experienced magnet dislodgements during an MRI ((B)(6) unknown). Surgery to reposition the magnet is planned but has not taken place as of the date of this report.

Manufacturer narrative:
It was reported that the patient underwent revision surgery to replace the internal magnet on (B)(6) 2021. This report is submitted on 3 march 2021.